Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. Low voltage functionality was tested on the bench and using automated testing equipment and no anomalies were found. The hv capacitors were sent to the manufacturer manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that patient presented with an alert for extended charge time. Session record was reviewed and noted the charge time was variable. Prior to the alert, patient heard a pencil snapping type of sound coming from the device. The device was explanted and replaced. The patient condition was good after procedure and no further issues were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.